Manufacturer narrative:
No further investigation can be performed. No customer information or ventilator serial number available.

Event description:
During a search, report (B)(4) was found stating that the ventilator was alarming. The safety valve opened so that ventilation could be provided. The ventilator was removed from service and a new ventilator was connected.